Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision left total hip. Femoral head had worn through the polyethylene liner and into the cup shell. Liner was implanted in 1995.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an omnifit liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Revision left total hip. Femoral head had worn through the polyethylene liner and into the cup shell. Liner was implanted in 1995.